Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events of vision abnormalities, low intraocular pressure, ocular pain and bleb-related issues are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: warnings: the complications that may occur in conjunction with the use of the xen®45 gel stent include, but are not limited to, choroidal effusion, hyphema, hypotony, implant migration, implant exposure, wound leak, need for secondary surgical intervention and other known complications of intraocular surgery (e.g., flat or shallow chamber, corneal edema, endophthalmitis).

Event description:
Patient reported pain, light sensitivity, vision was obscured by horizontal line, low intraocular pressure and blurred vision in the right eye. Treatment was provided as cyclopentolate for hypotony. The reported events of light sensitivity, vision was obscured by horizontal line and low intraocular pressure have been resolved. Patient was treated with cyclopentolate for hypotony and wetting drops every hour to help with the dryness. The device remains implanted.